Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 105 units. The customer's blood glucose level was 304 mg/dl, and was addressed by delivering a correction bolus with the pump. The customer declined to reload the cartridge with tandem technical support.